Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events, ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed a large groin hematoma and access site bleeding that required medical intervention. The patient initially presented with an acute inferior st-elevation myocardial infarction (stemi) due to right coronary artery (rca) occlusion. Upon arrival, the patient experienced a ventricular fibrillation arrest and was later found to have a ventricular septal defect (vsd). An impella cp device was implanted for hemodynamic support. During support, a large hematoma developed at the access site, along with active bleeding. A femstop was placed, the access angle was maintained, and perclose sutures were tightened to achieve hemostasis. Due to the ongoing need for mechanical circulatory support, the impella cp was later explanted and replaced with an impella 5.5. The patient survived the event.